Manufacturer narrative:
The customer¿s report of an infusion completing earlier than expected was not confirmed. The pcu logs did not contain records associated to the date of the complaint; the logs appear to be overwritten. The pump module event logs did contain records related to the time of the incident; however programming details were not captured since detail records are captured in the pcu logs. The date of the infusion was confirmed stating at 9:13 am in (B)(6) 2017. During the infusion, 8 air in line events were experienced, showing the user opening and closing the door to address the alarms. It is possible that some fluid was lost from the infusion bag as the user performed troubleshooting for the air in line alarms. This may have contributed to the infusion ending earlier than expected. The reported patient side occlusion was not recorded in the logs. An analysis of the source device was performed showing the device passing rate accuracy test without exhibiting any issues or anomalies. The event administration set was not returned for this investigation, subsequently additional testing could not be performed to identify other probable contributing factors associated to the reported complaint. The root cause was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an investigational chemo medication (bag 270 ml) was programmed to infuse over 24 hours as a basic infusion, and finished earlier than expected. The rate was 10 ml/hr for a vtbi of 240 ml, and started at 9:13 am on (B)(6) 2017. The following day at 4:52 am, a patient site occlusion alarm was observed, and the infusion was stopped, the bag was empty. The tubing model numbers were not provided, however it was known that an extension set with a .2 micron filter with a priming volume of 5.1 ml was used. No patient harm was reported to have occurred due to this event.